Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician performed the first transseptal puncture but it was extremely posterior and slightly superior. It was so posterior that the sheath could not be appreciated. When the physician went to draw back blood from the sheath as is standard procedure when crossing the septum, a clear yellow fluid of unknown origin was drawn. The physician came back to the right atrium with the transseptal needle and recrossed into a better position. The second transeptal puncture was performed in a much better and appropriate location. A guidewire was positioned into the left upper pulmonary vein and the transseptal system removed. Then the was was inserted into the patient and the guidewire removed. After deployment of the 24mm watchman device, it was noted that the feet were constrained and not opening, and that the device was canted. A partial recapture was performed to free or open up the feet. When the device was redeployed it looked like it was in a better position but on radiography, the feet were still noted to be very constrained. An angiogram of the appendage revealed that the feet of the device had perforated the wall of the left atrial appendage since dye was very clearly going into the pericardial space. This was confirmed by transesophageal echocardiogram (tee). A pericardial drain was placed and the pericardial effusion was managed per protocol. It was noted that the effusion was basically stopped. When drawing of the effusion stopped, the effusion re-accumulated, got a little bit bigger, and then became stable. The device was fully recaptured and removed once the patient was stable. The effusion post device removal was reduced in size, got slightly larger, and then stabilized. The decision was made to move the patient to the intensive care unit for observation and then re-image them in an hour. The estimated blood loss was about 1600ml. The patient received 2 units of blood and about 600ml of blood from the pericardial space was recycled. The pericardial effusion resolved and the drain was removed from the patient the next day. The patient has been discharged from the hospital.